Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - (B)(4) no anomalies found. (B)(4) no anomalies found, distal conductor stretch, outer insulation cosmetic depression, apparent explant damage. Proximal conductor returned and analyzed. (B)(4) no anomalies found, all conductors stretched, inner insulation torn, outer insulation cosmetic depression, lead stretched, apparent explant damage. Proximal conductor returned and analyzed. (B)(4) no anomalies found, all conductors stretched, outer insulation breached cut and cosmetic depression, lead stretched, apparent explant damage. Proximal conductor returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the leads is in process; the results will be forwarded when available. Evaluation summary - (B)(4) no anomalies found.

Event description:
An implantable ICD system was returned to the manufacturer from an unknown source with no information. Review of manufacturer's database indicated the patient is deceased and died approximately nine months after device implant. The cause of death has been requested and not received.

Event description:
Asku